Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that during the surgical procedure the tap broke in half during use due to high torque. No patient complications were reported.

Manufacturer narrative:
Additional info:visually confirmed approximately ~90mm from the proximal tip of the instrument. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness also confirmed to be conforming. The above findings are consistent with torsional overload.